Event description:
It was reported that solution was found leaking from the end site of the transfer set. The event occurred after the home patient (hp) disconnected from the home choice (hc). The nurse stated she had closed the transfer set tightly after disconnecting the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. The device met product specifications related to the reported problem. The reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.